Event description:
It was reported that the bd precisionglide¿ needle was clogged. This event occurred 4 times. The following information was provided by the initial reporter, translated from portuguese: "when pulling the liquid, the medicine does not come out. When performing the application on the patient, he aspirated but the liquid did not come out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd precisionglide¿ needle was clogged. This event occurred 4 times. The following information was provided by the initial reporter, translated from portuguese: "when pulling the liquid, the medicine does not come out. When performing the application on the patient, he aspirated but the liquid did not come out."